Event description:
Patient was revised bilaterally to address severe osteolysis, loosening of the cup, and metalosis on the right side, with metalosis and osteolysis on the left side.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The customer reports the patient was revised bilaterally to address severe osteolysis, loosening of the cup, and metallosis on the right side, with metallosis and osteolysis on the left side. Doi: (B)(6) 2006 (left hip); unk (right hip) - dor (B)(6) 2011 (both hips). The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Lot information was not provided for the associated right side cup, insert, and metal head. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. A. It was communicated that no additional information would be made available. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the femoral heads and metal inserts. Per procedure, these devices are exempt from device history record review. Other reports were found against the 2424693 and 2019671 lot codes. Product code 563618, work order 2424693 was manufactured on 11 july 2007. 27 parts were manufactured per specification and all raw materials met specification. Product code 563620, work order 2019671 was manufactured on 25 nov 2005. 15 parts were manufactured per specification and all raw materials met specification. A search of the complaints databases against the remainder of the product/lot code combinations found no other reports. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
A worldwide complaint database search finds no other reported incidents against the newly added srom stem and sleeve product and lot combinations since their release for distribution. A worldwide complaint database search for the unknown srom stem and sleeve was not possible as the product and lot combinations were not provided. Medical records were provided and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor and metal wear. After review of medical records, patient was revised to address metallosis bilateral hips. Microscopic diagnosis revealed synovium and dense fibrous connective tissue with inflammation in the synovial capsule.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device associated with this report was received for examination. The adverse symptoms alleged and product code reported is associated with the depuy metal on metal articulation. A complaint database search and/or device manufacturing (DHR) reviews will not be performed. Per (B)(4) it has been determined that should related reports be identified a DHR review is not required. Medical records reviewed (B)(6) 2019 . From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. Investigational inputs were requested as indicated per internal procedures for this failure mode, medical records were provided to depuy. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.